Event description:
It was reported the patients blood glucose level rose to 380 mg/dl while wearing the pod between 4 and 24 hours. The patient could smell insulin but also noticed that the site was bleeding and irritated.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. The formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The download data from the pod did not contain any timeouts or drive stalls and no alarm codes were generated. A tear was observed in the exposed portion of the soft cannula which resulted in fluid leaking from the tear. Fluid was unable to flow through the complete fluid path due to the tear in the soft cannula. The length of the soft cannula was observed to be stretched, measuring 1.07 inches. The timing and cause of the damage to the soft cannula could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if this damage contributed to the reported leaking event. Additionally, the exact cause of the reported skin condition irritation could not be determined.